Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farapulse pfa catheter the guidewire became stuck and unraveled. During the procedure it was difficult to move the guidewire inside the catheter. The catheter was withdrawn out of the patient where it was observed that the guidewire was unraveled. The catheter and wire were replaced, and the procedure was completed with no patient complications. The catheter is not expected to be returned for analysis as it was discarded by the facility.

Manufacturer narrative:
The device is not available to be returned to boston scientific for analysis; however, images of the event were provided. Investigation of the provided images confirmed that the guidewire in use at the time had become unraveled. The root cause of the unraveled and stuck guidewire could not be determined with the pictures and event description provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farapulse pfa catheter the guidewire became stuck and unraveled. During the procedure it was difficult to move the guidewire inside the catheter. The catheter was withdrawn out of the patient where it was observed that the guidewire was unraveled. The catheter and wire were replaced, and the procedure was completed with no patient complications. The catheter is not expected to be returned for analysis as it was discarded by the facility.